Event description:
The pt was experiencing sound quality issues and changes in impedances. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. A surgery to explant the pt's internal device has been scheduled.